Event description:
During an unspecified procedure, the iq marker wire showed and irregularity at the tip. The physician initially experienced difficulty advancing the iq marker wire guide in the patient. Advancement of the ballon was also diffuicult and it became stuck on the wire. The physician was unable to advance the ballon and had to remove the iq marker wire guide wire and the ballon as one. After removal from the patient, the physician was able to separate the iq marker wire guide wire and balloon with great difficulty. No patient injuries or complications were reported. Patient status is reported as "good"